Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, did not see cgm error again after reset, and successfully started new sensor session.